Manufacturer narrative:
Manufacturer's investigation conclusion. Incidental findings: damaged black power cable, fluid ingress. The reported event of backup battery alarms, controller fault alarms, and a black pump running arrow was confirmed via log file analysis and evaluation. A review of the log file contained data spanning approximately 7 days (10jun2023 ¿ 16jun2023 per timestamp). On 16jun2023 at 8:38:09, a backup battery fault activated. At 10:07:49, a coincident yellow wrench alarm activated due to the load test not passing. The log file did not capture the resolution of the backup battery fault alarms, or the driveline being disconnected from the controller before it was exchanged. This suggests the system controller may have reverted to backup mode, which would have resulted in a controller fault alarm. By design, the system controller does not record events while in backup mode. No other notable alarms were active in the log file. The heartmate ii system controller (s/n: (B)(6)) was returned for analysis. Upon powering on the controller, dim pump running leds were confirmed. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for extended operation. The reported alarms and backup mode were not reproduced. It should be noted that the system monitor and controller will not display ventricular assist device (vad) parameters while backup mode is active. A root cause for the reported events was unable to be conclusively determined through this analysis. Corrective action/preventative actions (CAPA) have been implemented to address the issue of dim leds and for the load test not passing. The system controller associated with this event was manufactured prior to the implementation of both capas. Heartmate ii instructions for use, rev. C,section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C,section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and controller fault alarms. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook, rev. C, instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with a backup battery alarm. The coordinator replaced the emergency backup battery (ebb) which resulted in a controller fault alarm and one of the controller's two green arrows turned black. The patient was stable during this event. The controller was connected to the hospital power module but pump parameters were not visible. A controller exchange was performed which the patient tolerated with not issue. The new controller performed normally with no alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.